Event description:
A user facility reported that following intraocular lens (iol) implant surgery, a clear membrane was observed on the iol. The pt reported difficulty seeing as if seeing the outside from inside of water. In a follow up, the surgeon reported,the pt's visual acuity decreased at a follow up visit. The surgeon reported the pt had a primary visual field defect due to glaucoma and felt a possibility was that the visual field defect progressed to the central region following the iol implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4). (B) (4).